Event description:
Additional information was received clarifying that battery relocation and replacement of extension occurred on the same day ((B)(6) 2024). The extension explant was deemed as the consequence of the infection.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400060m lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type extension, product ID b3400060, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, product ID: neu_unknown_ext. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was skin erosion with exposure of the right subclavicular battery and bilateral extensions, accompanied by superinfection. Intervention involved relocating the battery to the contralateral side and bilateral implantation of extensions. The event also resulted in hospitalization. The etiology had a causal relationship with the device or therapy - incisional site recharging. The issue was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6)2024 product type extension product ID b3400060 serial# (B)(6) implanted: (B)(6)2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information received.